Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2009 during which the surgeon noted a portion of the mesh was no longer intact. It was reported that that patient underwent surgery on (B)(6) 2009 during which the surgeon noted the bowel was removed from the mesh. Portions of the bowel were bruised. It was reported that the patient underwent surgery on (B)(6) 2010 during which the surgeon noted he lysed the adhesions to the abdominal wall. It was reported that the patient underwent surgery on (B)(6) 2017 during which the surgeon noted he spent an extensive amount of time lysing the adhesions scarred to the mesh which he split and re-approximated. It was reported that the patient underwent surgery on (B)(6)2019 during which the surgeon noted he lysed the small adhesions. The resulting deseasonalization of the small bowel was repaired. It was reported that the patient experienced severe pain, nausea, discomfort, bowel obstruction, bowel bruising, bowel desterilization, bowel injury and inflammation. No additional information was provided.